Event description:
It was reported to baxter (B)(4) that a folfusor lv5 device was leaking before use. The device was filled with 4200 milligrams flourouracil in 230 milliliters of 0.9%sodium chloride when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device was not returned to baxter for evaluation; therefore, the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter.